Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Unique device identification(UDI) is not available. Device manufacturing date is unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that the collimator was adjusted to resolve the issue. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that there was a ring art effect on the image.there was no patient present at the time of the issue.